Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2011. Later patient experienced pain, permanent injury, physical deformity, loss of bodily system and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.